Event description:
Pt had an ICD implanted on 7/15/1997. Lead thresholds and all lead ICD parameters were normal at implant. The pt lost pacing capture the following day, 7/16/1997, and the thresholds were higher. Chest xray showed that the lead may be kinked or have a suture around it. The lead was explanted on 7/16/1997. There was no visible kinking or suture around it. The lead was returned to medtronic for evaluation. The pt was discharged on 7/17/1997 without further problems.